Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station¿s multiple drawers were failed and required maintenance. The field service engineer (fse) had provided remote support to the customer to resolve issues with failing cubie pockets. The customer successfully addressed the problem over the phone with guidance from the fse. No on-site intervention was required, and the customer confirmed that all functions were operating properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issues of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.